Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, eprd reported 1092 cases, 41 complication (5 infection, 9 recurrent dislocation, 6 peri-prosthetic fracture, 3 aseptic loosening, 2 other and 16 unknown). No further information was reported on the matter. This incident is capturing 6 peri-prosthetic fracture.